Manufacturer narrative:
Siemens became aware of the reported event on (B)(6) 2016. An evaluation of the plexiring cannot be conducted as the customer discarded the concomitant device. The plexiring was replaced and the system is functional. Plexiring thrown away by customer.

Event description:
Siemens was notified on september 9, 2016 that while a patient was restrained and monitored during examination, the patient was injured when their foot went through the plexiring, creating a hole. The patient received cuts on the heel of their foot from the rough edges of the broken plexiring. The patient's cuts were examined and bandaged by the facility's doctor and nurse. According to the customer the patient was agitated at the time of the examination however it is reported that the patient is okay.